Event description:
A display message was reported with the adc device. A "connected to pc" message displayed when the device was not connected to a computer, and customer was unable to obtain readings. As a result, customer experienced dizziness and weakness. The customer presented to the local hospital where a healthcare professional (hcp) administered injection (unspecified) for the diagnosis of hyperglycemia. No additional information was provided regarding the duration of the hospital visit. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6)has been returned and investigated. Visual inspection has been performed on the returned reader and no issue was observed. Reader powered on with home button. Connected the reader to a computer using a usb (universal serial bus) cable and observed ¿connected to pc¿ message. Message was not observed when the reader was unplugged. Visually inspected the returned usb charger and usb cable and no damage was observed. Performed load test on the usb charger and results were within specification. Visual inspection has been performed on the power adapter and no issues were observed. The power adapter voltage was measured to be within specification. Therefore, the issue is not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is "last month" prior to the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A display message was reported with the adc device. A "connected to pc" message displayed when the device was not connected to a computer, and customer was unable to obtain readings. As a result, customer experienced dizziness and weakness. The customer presented to the local hospital where a healthcare professional (hcp) administered injection (unspecified) for the diagnosis of hyperglycemia. No additional information was provided regarding the duration of the hospital visit. There was no report of death or permanent impairment associated with this event.